Manufacturer narrative:
Upon completion of the investigation it was noticed that this complaint could not be confirmed. The valve was subjected to various tests and passed them all. A review of the history device records confirmed the valve conformed to the specs when released to stock. Based on the results of this investigation, the root cause of the problem reported by the customer could not be duplicated. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that according to a lumbar pressure test, the pressure was too high for the valve setting.